Manufacturer narrative:
Additional manufacturer narrative: the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, manufacturing records were not reviewed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Based on the information received, operational context most likely contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received information that a patient underwent valve-in-valve procedure approximately nine days after receiving an edwards mitral bioprosthetic valve. Per the operative report, tee demonstrated severe mitral regurgitation with tethering of one of the leaflets and incomplete coaptation of the leaflets. It was noted by an edwards representative that the original implanting surgeon had bad visualization during implant and caught a leaflet with a suture; however, the implant surgeon decided to leave the valve. An edwards transcatheter valve was implanted successfully with no complications.

Event description:
Edwards received information that a patient underwent valve-in-valve procedure approximately nine days after receiving an edwards mitral bioprosthetic valve. Per the operative report, tee demonstrated severe mitral regurgitation with tethering of one of the leaflets and incomplete coaptation of the leaflets. It was noted by an edwards representative that the original implanting surgeon had bad visualization during implant and caught a leaflet with a suture; however, the implant surgeon decided to leave the valve. This was confirmed through review of the original implant procedure's operative report. After implantation of the subject device, echo demonstrated severe mitral regurgitation. There was no paravalvular leak but there was a central jet. It was unclear what was causing the central leak. On 3d echo, it appeared that there was some distortion of the leaflets and it was felt that one of the sutures perhaps caught a post and distorted the valve and rendered it incompetent. Although the regurgitation was severe, hemodynamically the patient was stable. Since the patient had been on pump for three hours and the exposure was so difficult, repeating the operation would have been too much of a risk. It was decided to let the patient recover and consider other options such as percutaneous mitral valve-in-valve. The patient was brought to the ICU for convalescence. The patient was later brought back for mitral valve-in-valve procedure and an edwards transcatheter valve was implanted successfully with no complications.